Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)

Event description:
It was reported that the atrial lead had high thresholds and was unable to sense bipolar. The lead was explanted and replaced. No patient complications have been reported as a result of this event.